Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps. Instrument was analyzed and found to have a broken main tube approximately at the distal tip. A piece measuring proximately 5 mm x 5,60 mm was not returned with the instrument. Although the main tube was broken at the tip the proximal clevis was dislodged from the original position, but the grip & pitch cables were not damaged. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Additional observation not reported by site: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
Refer to h11 for follow-up information.